Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced scrotal pain after virtue procedure. Date of onset event: (B)(6) 2019. Description of the event : the scrotal pain with vas=7 during 7 days then it's decreased. During the 1st postoperative visit on (B)(6) 2019, this event was still ongoing treatment: paracetamol. According to the investigator this event is related to procedure (device still implanted).